Event description:
It was reported that elevated capture threshold and lead dislodgement were observed. The lead was capped and replaced with no complications to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.